Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2012 and a drain was placed. When the reservoir was activated, it could not suction. The surgeon tried to lock and unlock the reservoir several times, but the situation was the same. The surgeon exchanged it for another like device which worked normally. The surgeon felt that the locking plate function was different than usual. The current condition of the patient is stable. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There were no obvious visual problems with the returned sample. The device was functionally evaluated and the reservoir¿s fluid flowed well and it worked as expected. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.